Event description:
The end user was descending a flight of stairs with crutches. The crutch tip caught on the carpeting and he fell, suffering a laceration to his forehead.

Manufacturer narrative:
The end user reported that he was navigating down a flight of stairs with both crutches in one hand. The crutch tip apparently wore through and one of the crutches caught on the carpeting. He fell, hit his head on the railing and suffered a laceration to his forehead. Sutures were required to repair the laceration and he was subsequently discharged from the emergency room with no other reported injuries. The sample was not returned for evaluation. No photos were sent. The issue was not confirmed and a root cause was not determined. However, due to the reported injury, this medwatch is being filed.